Event description:
It was reported that the patient has an infection. Generator and lead were reviewed for sterilization per the device history records and confirmed that both devices were hp sterilized prior to distribution. No known surgical intervention has occurred to date.

Manufacturer narrative:
Device evaluated by MFR? Device return and evaluation would not be necessary as it will add no value to the investigation.